Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu¿s patient cable being damaged was confirmed, as the returned mpu (serial number (B)(6)) was observed to have damage on its patient cable jacket upon arrival. Areas of the jacket looked slightly dented or worn. The mpu was received at the european distribution center. The mpu was functionally tested and was found to perform as intended despite the observed cable damage. The mpu¿s patient cable was replaced with a new component. Preventive maintenance was performed, and the serviced and repaired mpu was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was unable to be determined through this analysis. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient cable of the mobile power unit was damaged.